Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had an area of missing material on the anterior view, measuring approximately 2.6 cm x 1.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 325cc saline mentor smooth round moderate profile breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal and replacement with 375cc mentor memorygel breast implants, catalog number 3503751bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's left-sided device.